Manufacturer narrative:
On 3/9/2019, the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Grey material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. The product was returned, and no hair was observed, however grey material, like fiber from absorbent material, was observed. Ft-ir results revealed that foreign material is primarily composed of polypropylene-base material, the potentially source of origin presumably was the absorbent packing material. Complaint was not confirmed since no hair was found on the device returned. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a hair like substance was found on mentor memorygel xtra, siltex high profile, 765cc. No patient contact or consequences reported.